Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a heavily calcified, restenosed lesion in the right coronary artery. The 2.0x30mm mini trek balloon dilatation catheter was used for pre-dilatation; however, the balloon was thought to have ruptured. The balloon and non-abbott guide wire were attempted to be retracted, but the guide wire seemed to be caught on the previously implanted stent. When retracted, the distal end of the guide wire separated and the distal end of the balloon also separated. The separated portions of the guide wire and balloon remained in the lesion. Two vision stents were then used to treat the lesion and also crushed the separated portions of the guide wire and balloon into the vessel wall. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.